Manufacturer narrative:
(B)(4) this device is an unremediated colleague pump with a user interface module software version of 5.04.00. This issue has been escalated to CAPA. The cause of the reported condition was a faulty main display. The main display was replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed but not reproduced by baxter service personnel. The root cause of the condition was determined to be a faulty main display printed circuit board (pcb). The main display pcb was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.